Event description:
During placement of filter, filter did not deploy properly and was swept by venous flow to right atrium. 2nd placement successful. After consultation with physicians from another facility, pt was transferred. Pt had no documented untoward effects prior to transfer. Pt had open heart surgery for removal of filter. Filter had migrated through tricuspid, punctured right atrium, causing arrhytmias.